Event description:
This report is required by (B)(6) patient safety alert al24-01 recall ID sr-46567 date issued april 18th 2024 item undetected fluid ingress and egress from inpatient and outpatient mattresses can lead to hospital associated infections, patient tissue degradation and or patient death. Mattress cover failures were identified which resulted in compromise of some mattresses. Also damaged mattress fire barriers were identified during our inspections. The findings of our bed audits of 640 mattresses throughout va boston hcs is as follows: total failures: mattress failures- 87; stretcher stryker isoflex se-39, hill rom progress mattress- 3; hill rom centralla-45 mattress cover failures- 181, arjo covers- 3, dolphin covers-1, sizewise- 5, hill rom progressa- 5, hill rom centrella-63, stryker isoflex stretcher covers- 54; mental health beds- 50 fire barrier failures- 136, stryker isoflex stretcher-42, stryker isoflex lal-1, hill rom centrella- 90, hill rom progressa-3. Reference reports: mw5161262, mw5161264, mw5161265.